Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was noted that before they got the implant the patient was cathing 4 times a day and they used to have bladder infections every 3 months. The stimulator had really helped, and up until now it had been every 4-5 months or so. When working right, and after cathing themselves, and they check it, they hold a half a cup. However, it was reported that last night they had a cup and a fourth, which was too much for them; they fill up to 300% after they¿ve gone to the bathroom. It seemed that the stimulator hadn¿t been working for a while, their bladder symptoms had gradually returned, and they didn¿t realize it until they took a real bad bladder infection. Their urine was so cloudy they couldn¿t see through the pee; it was really bad, the worst in years. They started on antibiotics that their healthcare provider had given them before on (B)(6) 2019, but it wasn¿t doing them any good, so the healthcare provider put them on a new drug on (B)(6) 2019 and that cleared it up. They had got to thinking that they really hadn¿t felt the stimulation in the rectum in a long time, but they still didn¿t check it. When they saw the nurse on (B)(6) 2019 they finally got it to working and feeling the stim in their rectum. The patient stated they had fallen into a building, landing on their side and knee and then rolling to their side, about a month ago, but they think their biggest problem was their mowing. They usually used a pillow, but they got used to the mower and quit using the pillow. They mowed the pasture after their appointment on (B)(6) 2019 and hadn¿t been able to get it to work since. They think they need to go back to using the pillow. Troubleshooting had already included changing from program 4 to 3 on (B)(6) 2019; they had gone up pretty high on program 3 and their kidney hurt then backed it down to probably 2.09. It was then stated that they had been on program 4 all along, and on the call, troubleshooting found that they were on program 4 at 3.2v. They increased the stim on program 4 to 7.5 v and could barely feel anything, so they switched to program 2 at 2.5v and increased to 6.9 v and felt nothing. They then switched to program 1 at 1.5v and they said that they were feeling the stim where they were supposed to in the rectum, and it felt normal. It was recommended that they wait a couple days to see if their symptoms improve and follow up with their healthcare provider if they don¿t. It was stated that their healthcare provider had moved so they would be getting a new healthcare provider in (B)(6) 2019, but they had an appointment with a nurse/physician assistant on (B)(6) 2019. It was noted that they could request a manufacturer representative to check the device and troubleshoot if their symptoms did not improve. No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received. The patient reported they met with manufacturer representative (rep) on monday at 11:00 and the device was overstimulating them. The patient took the x-ray disc and the rep just got started with the patient and the doctor called them from the hospital. They rep instructed the patient to put the stimulation up 2 more and said they would get ahold of them the next day. The patient stated it stimulated them good one time and clarified that it was a shock. The patient reported it was just once and they just barely felt it the rest of the day. The patient was staying on one program. They stated the stimulator was still working. They thought it was probably one of the wires and the rep had programmed around those wires to make it work. The patient said that the one hard deal/shock really hurt. The patient was lead to believe that they had to feel stimulation all the time, so they were constantly adjusting it to where they were able to feel it. The patient had a fall and that was when they had the first bladder infection, in june. The patient needed to get a hold of some people and they wanted to know what needed to be done with the device, whether it was surgery or what. They patient stated they were having difficulty getting ahold of records. The patient was at their wits end trying to find out about this and their bladder infections as they got chronic bladder infections. The patient called back re-reporting the shock on (B)(6) 2019, noting they had gotten 2 more shocks during the day. They patient stated they also had one the morning of report that seriously hurt. The patient reported that when they met with rep they added new programs to their programmer and told them to increase stimulation. The patient stated the rep thought something was wrong with the device. They did not have additional details. The patient stated the doctor said the results of the x-ray showed the leads were not loose. They stated they had decreased stimulation the day prior. They were on program 4 at 1.2 at the time of the report. They changed to program 3 and increased to 2.9 and did not feel stimulation. The changed to program 2 and felt 'real light' stim at 1.4. It was reviewed that the patient did not need to feel stimulation to have symptom control. It was suggested to keep a symptom diary. Additional information was received. The patient reported that they were pretty sure the fall was the one that jarred it loose. There were no wires broken and that was confirmed by x-ray. They reported they had been reprogrammed and thought it was taken care of, then a young man went through it with them. They were mostly taken care of. They could bend over a certain way and it still let them know it was there, so it was not resolved. The patient didn't really know what could be done about it as no wires were broken. They reported the young man set it to 1-something and it was working and they felt it once in a great while, when they bend down a certain way it shocked/stimulated them in the same place. So, whatever it was, it was right there in the same place. They reported it was not fixed, it was tolerable, sometimes it got kind of strong. They only had 1 they day prior, on saturday they had 1 strong and 2 lighter ones and the morning of the call they had 1. They reported it had not stopped and they knew something was wrong, they didn't know what to do about it. The device was working well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that the ins did not stimulate when mowing and turns off for some reason. This happened recently. They also stated that they caught their foot, had a fall when walking into a storage building, and landed on their knee (which had a little cut and was bruised). The fall occurred on (B)(6) 2019 and they fell on the same side where the ins was implanted. Their ribs were sore. In addition, the patient had a lot of problems with bladder infections which was why they had the device implanted. They also mentioned that the ins ¿isn¿t emptying her out good¿ and had to catheterize themselves. The patient reported again that they knew when the device was working when they catheterized themselves and was holding half a cup. They also repeated that a while ago, they noticed that when they catheterize, the went up to a cup and a half. The patient noted that they were currently on program 1 at 2.4 volts. The patient had been getting a sharp pain next to the rectum, which comes and goes. They noted that the pain felt like ¿somebody is stabbing her with a sharp stick¿. The rectal pain sensation was just a little bit below where they felt the stimulation and hurt really bad. It was advised to try to turn the stimulation off for a couple of hours to see if the ins was causing the pain and to monitor the pain. The patient state that this issue may have started after a fall. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. It was noted that the patient did not a have a physician for the issue and had contacted them this morning but might not be able to be seen until sept. Physician listing were also sent to the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had met with manufacturer representative the morning of the report for reprogramming. They gave them the x-ray disc, it was reported they thought there was a wire or something loose. It was noted the stimulation didn't change until they changed it the morning of the report and they were not sure their symptoms had improved as it was too soon to tell. They reported the pillow had helped on the lawnmower, they thought the lawn mowing didn't affect the device, the fall had. They had decreased their stimulation to where it wasn't hitting as hard as it had been, but after programming they had 3 tiny stimulation deals. The patient was waiting on the manufacturer representative to let them know what was wrong with the device and the plan to fix it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from the patient reported that they had a fall in (B)(6) 2019 and landed on the ins. They had sore ribs as a result. The hcp took an x-ray and they saw only one lead. Since the fall, the patient had problems with the therapy, had shocking/hurting on the rectum and close to the vagina. They stated that they could tell the ins was working with feeling the vibration but when they moved, they felt a shocking pain. This had occurred in the last 3 weeks. The patient spoke with the manufacturer¿s representative 2 weeks ago and was told to turn the implant off to see if that helped with the pain/hurting and it did. They further indicated that they had bladder infections all their life but since getting the implant, they didn¿t have one but did have one in june 2019. An hcp gave them the wrong antibiotics but they corrected it. The patient had an appointment on monday (B)(6) 2019). They again mentioned that they had a zero turn lawn mower and, since the fall, they noticed an uncomfortable feeling when using it. The ins was currently off. There were no further complications reported or anticipated.